Manufacturer narrative:
Date sent: 11/26/2007. Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unknown procedure, the threaded stud was broken. There was no pt consequence.